Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5079178) on 28-aug-2018. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("my essure device embedded into my endometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1 year 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device expulsion ("partial expulsion"). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, embedded device and menorrhagia to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results: patient underwent uterine biopsy and ultrasound test which showed one of essure devices embedded into endometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction due to discrepancy between coding action item and match point coder query: essure micro-insert embedded in endometrium splits [multiple concepts] record as separate entries 1. My essure device embedded into my endometrium [partial expulsion of device] and 2. My essure device embedded into my endometrium [embedded device]. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("my essure device embedded into my endometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), abdominal pain ("abdominal pain") and back pain ("lower back pain"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device expulsion ("partial expulsion"). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, embedded device and menorrhagia to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ diagnostic results: patient underwent uterine biopsy and ultrasound test which showed one of essure devices embedded into endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.